Event description:
It is reported that the surgeon did not like the surface finish on the back side of the articular surface. Another surface was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.